Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. It cannot be determined where exactly the tip broke and separated. A root cause cannot be determined without a physical evaluation. Should additional information be provided in future, this complaint will be reopened and evaluated. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff repair that the metal tip of the customer's vapr cool pulse 90 electrode without hand controls fell off in the patient's joint space. The surgeon easily retrieved the metal tip. Nothing was left in the patient and no x-rays were needed. The surgeon completed the procedure with no patient consequences or delay. The customer already discarded the device. The sales rep could not provide the lot number. The sales rep was not present and had no further information.